Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads. A corroded electronic assembly was noted during the visual inspection.

Event description:
It was reported that the insulin pump has moisture inside the display. It was also stated that the device has a crack on the screen and battery compartment. Nothing further reported.